Event description:
It was reported that the pt is enrolled in the (B)(4). During the pt's one year appointment, the study coordinator was made aware that the pt was evaluated by an outside surgeon for pain and dysfunction in operative shoulder. The precise date of the onset of pain was not reported. The pt made plans for re-operation but this has not been scheduled, to date. The surgeon impression from initial consultation was the pt experienced "glenoid-side cartilage loss and arthritis" and "pt's subscapularis may be failing." The surgeon recommended "conversion to a total versus reverse shoulder". Additional info was requested from the study coordinator (numerous times) by integra.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.